Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
In was reported that an impactor fractured while impacting the trial femur. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. D4 UDI is corrected to "not applicable" as there is no UDI on the label for this device. Complaint can be confirmed. Visual examination of the returned product identified signs of repeated use, including nicks and gouges. A corner of the impactor pad fractured off, not all fragments were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.